Event description:
It was reported while using bd ultra-fine¿ short pen needles 8mm x 31g that non patient end will not attach to insulin pen. The following information was provided by the initial reporter: consumer stated, non patient end will not attach to insulin pen.

Manufacturer narrative:
The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported while using bd ultra-fine¿ short pen needles 8mm x 31g that non patient end will not attach to insulin pen. The following information was provided by the initial reporter: consumer stated, non patient end will not attach to insulin pen.